Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and a stroke on (B)(6) 2016 at 2:30 pm with a high blood glucose level of over 800 mg/dl. The customer was treated for their blood glucose with IV fluids but felt symptoms of coughing and vomiting. The customer was wearing the insulin pump in the intensive care unit. It is unknown what caused the unexplained high blood glucose levels. The customer was assisted with troubleshooting but no malfunctions were present with the device. The customer did not return the product back for analysis.